Event description:
It was reported that t:slim x2 pump battery would not charge and caller ended call, requesting follow-up to continue troubleshooting. There was no reported impact to the customer¿s blood glucose level. Technical support attempted follow-up calls but was unable to reach customer or leave voicemail, could not review pump data because no logs were uploaded, sent follow-up email, and closed case without obtaining additional information or completing troubleshooting.